Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with "failure message". It is unknown when this event occurred. The facility representative did not know if there were any reports of patient involvement, patient injury or medical intervention. Baxter quality engineering determined the reported condition to be a battery issue. No additional information is available. User interface module master software version is colleague 2006(5.09.90).

Manufacturer narrative:
The device has not been previously sent into service for the reported condition of "failure message."

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a colleague infusion pump with "failure message" was not confirmed nor reproduced. However, baxter quality engineering determined the cause of the reported condition to be a battery depleted alarm, due to discharged main batteries. The main batteries and battery harness were replaced to fix the reported condition. Additional information: similar reports have been received for the reported problem. Additional investigation is being conducted through mdq-CAPA-(B)(4). A follow-up report will be submitted if any additional details become available.